Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Initially reported incident did not meet the definition of vigilance case, however, upon review of the device the vigilance decision was changed. Additionally, complaint file (cc) was updated to include short description of "io arcing in jaw" as well as applicable "item defect loc/defect type" codes. No harm to patient reported.

Manufacturer narrative:
Investigation: used test and analysis equipment panasonic dmc tz8. First we made a visual inspection of the jaw. Here we found points of melted metal. Batch history review: the manufacturing documents have been checked and found to be according to specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: it is clearly visible, that there was conductive material between the jaw during the sealing process. The points of melted metal are a clear evidence for this assumption. The IFU contains a hint to avoid conductive material between the electrodes during the sealing cycle. No CAPA is necessary.